Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported that the patient's implantable pulse generator (ipg) is not working, and their blood pressure readings are "off". The ipg remains in use. No further patient complications have been reported as a result of this event.